Manufacturer narrative:
Additional information noted that a lead revision did not occur as it was possible to confirm capture at an increase pulse width. The patients thresholds were manually checked and the physician was satisfied that it was possible to reprogram around the high pacing thresholds rather than doing a lead revision.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient attended the clinic due to post operation follow up. It was noted that the r wave amplitude of this right ventricular (rv) lead had decreased and the pace impedance measurements had decreased. Loss of capture was noted at max output in the bipolar configuration. The rv lead was tested with the unipolar configuration which showed better results thus the lead was programed to unipolar. The patient was referred to have this rv lead repositioned as a lead dislodgement was alleged. No adverse patient effects were reported.